Manufacturer narrative:
Concomitant medical products: 439888, lead, dtma1q1 crt-d; 693565, lead, implanted: (B)(6) 2018 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible atrial undersensing was noted on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.